Manufacturer narrative:
The reported event is confirmed - manufacturing related. Received one (1) magic3 intermittent catheter in opened packaging. Visual inspection noted that the catheter had no eyelets. Therefore, product does not meet specifications. The potential root cause could be mechanical segregation system failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that they did a straight stick to a patient 3 time to see that the catheter had no holes.

Event description:
It was reported that they did a straight stick to a patient 3 time to see that the catheter had no holes.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.